Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the gray seal broke while the device was in use. Another device was used to complete the case. Nothing fell into the pt cavity, there was no bleeding or tissue damage, nor was the case extended more than 30 minutes. No pt injury reported.